Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: ¿the vacutainer is over filling."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/2/2021. H.6. Investigation: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: ¿the vacutainer is over filling."